Event description:
On (B)(6) 2024, this patient underwent emergent endovascular treatment of a thoracic aorta aneurysm rupture. A gore® dryseal flex introducer sheath (dsf sheath) was used for access. The dsf sheath was introduced after two gore® viabahn® vbx balloon expandable endoprosthesis(vbx) were placed at the stenosis site of the right external iliac artery. Reportedly, blood pressure was decreased slightly after the dsf sheath was removed, the access angiography revealed a blood leakage around the right external iliac artery. An additional stent graft was placed inside the vbx devices but the leakage was remained. Then additional stent graft was placed upto distal to the terminal aorta, however, the leakage was still remained. The groin was cut down and surgical repair of the injured area of the right external iliac artery was performed. The patient tolerated the procedure. After a postoperative review of the intraoperative images, the physician reported that the sheath might have injured a vessel on the distal to the distal vbx device during advanced, and that the leakage could have been resolved if an additional stent graft had been placed on the distal side of the vbx device.

Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. According to the gore® dryseal flex introducer sheath instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include but are not limited to: vascular trauma. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.